Event description:
Pt reported the softclix lancet does not retract into the lancet device. No pt injury was reported and no medical treatment was received. Pt did not provide the location where the malfunction occurred. Technical support requested the return of the suspect product and replacement product was shipped.

Manufacturer narrative:
The suspect product is the softclix.